Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn dso seal and a worn uso seal. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem, the device was with specification. The dso and uso seal were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed an accuracy test of +11.75 percent. The product fault occurred during testing. There was no patient involvement.